Event description:
A customer technical advocate (cta) was contacted with regard to a hemoglobin result of 7.74 g/dl generated using a cell-dyn 3200 sl analyzer. Per lab policy, the sample was to be repeated. Prior to retesting the specimen the results were reported to a nurse that had called for results. The sample was then repeated on a cd3500 analyzer yielding a hemoglobin value of 11.3 g/dl. A corrected report was sent out. No impact to pt mgmt was reported.

Manufacturer narrative:
Investigation summary: a customer technical advocate (cta) was contacted by the account that stated they had been experiencing sampling errors on their cell-dyn 3200 analyzer so they were running samples on an alternate instrument (cell-dyn 3500). When new samples arrived, two samples were run on the cell-dyn 3200 analyzer without sampling errors. One pt result was reported and questioned by a nurse because of a low hemoglobin value. The sample was repeated on the cell-dyn 3500 and yielded a higher value and a corrected report was sent out. No troubleshooting was performed by the account. With the instruction of the cta, it appeared that shear valve was dirty and crusted. Resolution: the cta instructed the account to clean the shear valve and the y-valve in both open and closed mode which resolved the issue. The account then performed background tests and reran a sample previously ran on the cell-dyn 3500. The hemoglobin results correlated between the two instruments. A follow-up call to the account verified that controls were in range and that pt samples correlated between open and closed mode and with the results obtained using the cell-dyn 3500 analyzer. Trending analysis: a review of complaints for the months of september, october, and november 2004 did not indicate an adverse trend for the shear valve on the cell-dyn 3200 system. Labeling: the issue is addressed in the cell-dyn 3200 system operator's manual in the troubleshooting and diagnostics: troubleshooting imprecise and inaccurate data section. This is the final report. End of report.